Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic left upper lobe resection, on pulmonary parenchyma disconnection, the device had poor staple formation and had burst nails and the staple line was incomplete centrally. The operation time was expanded for thirty minutes due to the device issue. They replaced other brand of surgical instruments to complete the operation. No patient injury.